Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output. It was also noted that the patient experienced weakness. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output. It was also noted that the patient experienced weakness. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation (outer and inner) integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.